Manufacturer narrative:
Follow-up #1: date of submission 12/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: a review of the black box indicated data starting on 09/28/2016; the data from the event date was unavailable for review due to continued pump use. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The test cap was able to attach to the pump and the pump powered on normally with functional auditory and vibratory features. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was opened and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump failed to power on even after battery change. The reporter stated that there were no damages to the battery compartment or cap and the cap was able to tighten properly. The reporter did not note any evidence of moisture intrusion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.